Manufacturer narrative:
The reagent lot number was 86938301 with an expiration date of 30-jun-2026. The field service engineer (fse) found a tear in one of the rinse tubing. He replaced the single rinse tubing and performed a precision run successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for five patient samples tested on a cobas 8000 cobas c 701 module. The following example for one patient sample was provided: the initial result was 27 mg/dl. The repeat result on a second c701 module was 87.3 mg/dl. The customer observed that the cell rinse mechanism was dripping and decided to repeat the test on the second c701 module. The repeat result was deemed correct. No erroneous result was released outside the laboratory.

Manufacturer narrative:
The customer stated that the qc was passing before and after the event. A review of the alarm trace revealed abnormal aspiration (sample probe b) and abnormal aspiration (sample probe a) alarms on the date of the event, as well as the dates prior to and after. These alarms are indicators of possible poor sample quality. The investigation determined that the service actions resolved the issue.